Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer rail broken and bended with ball bearing failing off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the right side bearing cage was damaged and dislodged. A field service engineer (fse) replaced both side rails with new ones. The system functioned as intended after field service engineer repaired the device.